Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the display does not provide "all necessary information." No consequences or impact to patient were reported.

Manufacturer narrative:
Corrected data: (MFR report number) from 2031172-2016-01378 to 2031172-2016-01225.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to have missing display segments. Internal inspection indicated the missing display segments are due to an intermittent failure on the ui board., corrected data: the investigation results should have been sent as part of follow up 001.